Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a rectopexy, 1 month later, the patient complained of deterioration, pain in the lower back, sacrum, rectal coccyx, vagina, no more sexual relationship, can no longer drive or stand for more than 10 minutes. The patient can no longer sit either, the pain was targeted at the promontory and vagina, rectal prolapse was recurrent, constipation and impossible to evacuate the stool without enemas, there was stomach and intestinal pain. The patient can only sleep under a sleeping pill and it was the pain that wakes the patient up. The patient had seen a gynecologist, a rheumatologist and a urologist. The patient also had an MRI, colonoscopy, ultrasound all agreed that the pain was due to the implants and the method of fixation (vaginal staples, promontory) none of which can make the removal of these because of the complication so the ball was returned. The patient is on the waiting list in paris to see a urologist surgeon. The patient can no longer sit in the car for more than 10 kilometers, so the patient does not know if is able to make the 250 km trip to paris. The patient has 5 children, 2 of whom are downstairs and can no longer take care of them or cook them food or even take them to school. The patient is very tired and depressed since there was a feeling of dizziness. All day long, the patient lies on the side with hot water bottles to relieve for a few minutes. The patient had an intestinal obstruction 10 days after the operation also. Removal of the mesh reinforcement from a different manufacturer by the doctor in gynecologist laparoscopy was done. Absence of inflammation at the tack attachment point was noted.